Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead fractured. The lead was capped during a generator change out procedure. No patient symptoms were reported. No further information could be obtained.